Manufacturer narrative:
Evaluation of the implant's surface properties did not show any deviations.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient received one osseospeed ev dental implant on (B)(6) 2016 in region 15 (fdi # 27). The implant was subsequently lost on (B)(6) 2016. The doctor reports that this is the second implant loss for this patient, and speculates that the patient might be allergic to titanium.